Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know why he was getting this error if the battery is not plugged in, but when the 8015 is plugged in he don't get the message. I explain to the customer that he's getting that message is a indictor that the battery needs to be charged. I also asked the customer did he do a battery conditioning with two or three charge, discharge, charge cycles. The customer said no I said, I suggest to the customer for him to do a battery conditioning test, or replace the battery. I also explain to the customer that if he changes the battery and he still gets this error he would need to replace the logic board. The customer said ok that he will change the battery, and if that don't work then that's when he would change the logic board. He also said that if he has any more problems he would call back and ended the call.